Manufacturer narrative:
The company rep examined the system and was unable to duplicate the reported event. The system was then tested and met all product specifications. The used cassettes were discarded and the handpieces were not available for testing. There were no samples returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported event is unk at this time. (B)(4).

Event description:
A nurse reported that during a surgical procedure, a system message displayed indicating that the unit would not prime. Two handpieces and two cassettes were tried and the system message persisted. The system was exchanged and the case was completed after a 20 min delay. The nurse reported that there was no harm to the pt.